Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total gastrectomy. According to the reporter: upon inserting the anvil orally, the anvil detached from the tube and remained in the esophagus. The procedure was converted to an open surgery and the anvil was retrieved from the patient by using an endoscope. The operating time was extended by more than 30 minutes. There was no unanticipated tissue loss, no tissue damage, more than 500cc of blood lost, no blood transfusion, and no adverse effects.